Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the report of right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system could not be conclusively established. The patient remains ongoing on heartmate 3 lvas and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 7 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient suffered from right heart failure post lvad implantation. The patient was placed on a right ventricular assist device (rvad) on (B)(6) 2019. Inotropes and nitric oxide were initiated on the patient. Additional information regarding the event and rvad were requested but have not been responded to. No further information was provided.